Manufacturer narrative:
D4: unique identifier (UDI) #: is not available for the product reported in d4. This product code is sold/distributed outside the us, and is deemed same as or similar to product distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient underwent an unspecified surgical procedure wherein coseal surgical sealant was applied. A ¿few weeks/months¿ after that procedure the physician had to ¿reopen the patient¿ and observed the coseal was still in place; however, the tissue between the anastomosis and the product had ruptured. Thus, the patient was bleeding and the anastomosis was leaking. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.